Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines") and procedural pain ("painful post-operative recovery, following the surgery"). The patient was treated with surgery (on (B)(6) 2016, she underwent hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, back pain, dyspareunia, migraine and procedural pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, migraine and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome, anxiety, allergic sinusitis and hypertension. Previously administered products included for birth control: ortho tri-cyclen. Concurrent conditions included ovarian cyst, smoker, vaginal irritation and penicillin allergy. Concomitant products included buspirone hydrochloride (buspar), fluoxetine hydrochloride (prozac), loratadine (claritin), montelukast (singulair) since 2007, rizatriptan (maxalt) and verapamil since 2013. On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In january 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In july 2013, the patient experienced back pain ("severe back pain"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery, following the surgery"), genital haemorrhage (seriousness criterion medically significant), nervous system disorder ("neurological conditions or problems"), dysuria ("dysuria / painful urination / problem urinating"), chromaturia ("dark urine") and pharyngitis ("pharyngitis infection"). The patient was treated with surgery (on (B)(6) 2016, she underwent hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, back pain, dyspareunia, procedural pain, genital haemorrhage, nervous system disorder, nausea, headache, vaginal discharge, dysuria, chromaturia, fatigue, abdominal pain, pelvic pain and pharyngitis had resolved and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, chromaturia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, migraine, nausea, nervous system disorder, pelvic pain, pharyngitis, procedural pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-dec-2012: full occlusion of fallopian tubes CT of the abdominal and pelvis on 22jul2016 . Impression : retroaortic left renal vein. Fecal stasis. Fallopian tube coil occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "abnormal bleeding (general), neurological conditions or problems, nausea, headaches, vaginal discharge, dysuria, dark urine, fatigue, abdominal pain, pharyngitis infection", reporter, concomittant condition added from pfs and medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure (batch no. 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, anxiety, allergic sinusitis and hypertension. Previously administered products included for birth control: ortho tri-cyclen. Concurrent conditions included ovarian cyst, smoker, vaginal irritation and penicillin allergy. Concomitant products included buspirone hydrochloride (buspar), fluoxetine hydrochloride (prozac), loratadine (claritin), montelukast sodium (singulair) since 2007, rizatriptan benzoate (maxalt) since 2013 and verapamil since 2013. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). In (B)(6) 2016, the patient experienced dysuria ("dysuria / painful urination / problem urinating"), chromaturia ("dark urine") and pharyngitis ("pharyngitis infection"). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery, following the surgery") and nervous system disorder ("neurological conditions or problems"). The patient was treated with surgery (on (B)(6)2016, she underwent hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, procedural pain, nervous system disorder, nausea, headache, vaginal discharge, dysuria, chromaturia, fatigue, abdominal pain, pelvic pain and pharyngitis had resolved and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, chromaturia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, migraine, nausea, nervous system disorder, pelvic pain, pharyngitis, procedural pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: full occlusion of fallopian tubes. Diagnostic results: CT of the abdominal and pelvis on (B)(6)2016 impression : retroaortic left renal vein fecal stasis fallopian tube coil occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6)2019: mr received. Reporters information updated. Lot no. Were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure (batch no. 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, anxiety, allergic sinusitis and hypertension. Previously administered products included for birth control: ortho tri-cyclen. Concurrent conditions included ovarian cyst, smoker, vaginal irritation and penicillin allergy. Concomitant products included buspirone hydrochloride (buspar), fluoxetine hydrochloride (prozac), loratadine (claritin), montelukast sodium (singulair) since 2007, rizatriptan benzoate (maxalt) since 2013 and verapamil since 2013. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In january 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In july 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). In february 2016, the patient experienced dysuria ("dysuria / painful urination / problem urinating"), chromaturia ("dark urine") and pharyngitis ("pharyngitis infection"). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery, following the surgery") and nervous system disorder ("neurological conditions or problems"). The patient was treated with surgery (on (B)(6) 2016, she underwent hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, procedural pain, nervous system disorder, nausea, headache, vaginal discharge, dysuria, chromaturia, fatigue, abdominal pain, pelvic pain and pharyngitis had resolved and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, chromaturia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, migraine, nausea, nervous system disorder, pelvic pain, pharyngitis, procedural pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: impression : retroaortic left renal vein fecal stasis fallopian tube coil occlusion. Hysterosalpingogram - on (B)(6) 2012: results: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.